Manufacturer narrative:
G1 manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare: mountain home, 1900 n highway 201, mountain home, ar 72653, united states. Baxter healthcare: dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11; the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked; further described as a ¿nick in patient line caused leak¿. This occurred during fill of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services assisted the patient in ending the therapy session and to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.